Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that during a device change out, the physician used electrocautery. The pulse generator exhibited loss of output and the patient was asystolic.